Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿

Event description:
The us complainant reported the 78-year-old female patient was on impella 5.5 support and experienced hemolysis. The nurse gave 500ml of volume. Echo was performed and the 5.5 was noted to be lightly deep and was therefore pulled back 1cm.

Manufacturer narrative:
The pump was not returned for investigation. Data logs show several suction alarms, with trending placement signal and motor current, along with reported low pump flow during a hemolysis event on 12/05. Pump was explanted on (B)(6). As per the clinical details, some adjustments were made to the position of the pump, and blood was given to improve the hemolysis. The patient had crrt the following day, and dark yellow urine output was reported the next day. The cause of the hemolysis issue was most likely patient condition related, based on given clinical details and data log review.